Manufacturer narrative:
Intuitive surgical ,inc. (Isi) has not received the mcs instrument nor the tip cover accessory for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip cover accessory was damaged in the grey silicone area. Although, there was no patient harm or injury, the damaged tip cover accessory has the potential to cause arcing.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was a damaged tip cover. The clinical territory associate (cta) contacted dvstat technical support engineer (tse) and said that they took a tip cover out of the package and it had a slit in it. The customer does not plan on returning product at this time. The procedure was completed. Isi followed up with the clinical territory associate to confirm that the issue was discovered during procedure. The tip cover was applied with the installation tool with no lubrication. There was a slit on the gray area of the sheath. There were no visible signs of sparks, smoke or arcing. No information supplied on what the surgeon believes to have caused the problem. At the time of the issue, the surgeon was removing instruments. There were no reported instrument collisions. It was unknown if there was any patient injury.